Manufacturer narrative:
By the check of the sterilization charts of the components involved, no pre-existing anomaly was found, thus we can state that these components had been regularly sterilized before being placed on the market. We will send a final incident report once the investigation will be concluded.

Event description:
Knee revision surgery due to implant loosening and infection performed in (B)(6) 2021. All components were removed and antibiotic spacer was placed. Previous surgery took place on (B)(6) 2018. The following components were removed: physica ps femur comp. Left #8 code 651509580 lot 17as0ar ster 1700189. Physica fixed tibial plate #8 code 652215080 lot 1519768 ster 1600030. Physica ps tibial liner #8 code 653550814 lot 15at0y5 ster 1500356. Physica patella prosth. D.32mm code 659550032 lot 17at1qb ster 1700378. Event occurred in the USA.

Event description:
Knee revision surgery due to implant loosening and infection performed in (B)(6) 2021 (no exact date). All components were removed, and antibiotic spacer was placed. Previous surgery took place on (B)(6) 2018. The following components were removed: - physica ps femur comp. Left #8 (part code 6515.09.580, lot number 17as0ar, sterilization (B)(4)). - physica fixed tibial plate #8 (part code 6522.15.080, lot number 1519768, sterilization (B)(4)). - physica ps tibial liner #8 (part code 6535.50.814, lot number 15at0y5, sterilization (B)(4)). - physica patella prosth. D.32mm (part code 6595.50.032, lot number 17at1qb, sterilization (B)(4)). Event occurred in the united states.

Manufacturer narrative:
Investigation: by the check of the sterilization charts of the components involved, no pre-existing anomaly was found, thus we can state that these components had been regularly sterilized before being placed on the market. No additional information has been provided on the microorganism responsible for the infection, therefore we are not able to further investigate the event. However, considering that: - no pre-existing anomaly has been found by checking the manufacturing and sterilization charts of the products involved in the complaint. We have no evidence to consider the event as product related. Pms data: according to the relevant pms data, the revision rate of physica ps tibial liners belonging to the family codes (B)(4) due to infection is lower than (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective action is required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.